Event description:
Customer reported the system was reported as having different symptoms during fluoro each time it was booted: the ge logo would display on left monitor during fluoro, a several second delay before fluoro began , and the images would be very grainy during fluoro but would look ok when the button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and noticed a very faint audible alarm coming from the rtos single board computer. Replaced rtos and reloaded software. System operates as intended.